Event description:
It was reported that the patient presented for a follow-up in clinic for routine device interrogation. It was noted that the patient experienced discomfort around the pacemaker pocket. The pacemaker was explanted and replaced on the right side. The patient was in stable condition.

Manufacturer narrative:
The device was returned without identified device or use problem. Failure event observed during analysis. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.